Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with gentamicin, intravenously (dose and frequency were not reported). The duration of the gentamicin treatment was reported to be two weeks. Six days after being admitted to the hospital, the treatment with gentamicin was discontinued and the patient began treatment for the event with two different unknown antibiotics (doses, frequencies and routes were not reported). Subsequently, on the same day, the patient passed away in the hospital due to another indication. Dianeal and extraneal therapies were ongoing until the time of death and the patient was connected to the cycler at the time of death.. No additional information is available.